Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-09070. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2015-09070. The patient's reporting pain at the ipg site. The patient denies any falls or recent trauma. Surgical intervention may be undertaken as the next course of action. The patient has two systems and it's unknown which ipg is causing the issue.